Manufacturer narrative:
Upon inspection, baxter technician ran a functional test on the bed. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a bed exit not alarming at the nurse's station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 21-jan-2026, a other health care professional contacted technical service to report that care assist es155/255/455 +ind (product code p1170g0000198, serial number (B)(6), had the bed exit alarm didn't sound when the patient exited the bed. It was noted the patient was up and walking around when they slipped and fell. There was no patient/user injury or medical intervention with this event.